Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this pacemaker was evaluated in the emergency department due to a history of falling. This patient is pacing dependent. Furthermore, pauses were observed on telemetry. Upon device interrogation, this device was found to be in safety mode. A device changeout procedure was performed, and this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was evaluated in the emergency department due to a history of falling. This patient is pacing dependent. Furthermore, pauses were observed on telemetry. Upon device interrogation, this device was found to be in safety mode. A device changeout procedure was performed, and this device was explanted and replaced. No additional adverse patient effects were reported.